Event description:
The manufacturer received information alleging unit was just received back from service on (B)(6) 023 and has the same issue, unit is not delivering the correct tidal volume. The unit displayed correct volume, but when it was calibrated it showed 100 to 200 cm less. Tidal volume should be 500 and it was showing 350 to 425. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.